Manufacturer narrative:
(B)(4). Harvesting cannula and vasoview hemopro 2 harvesting tool was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Dissection tip was not returned. A visual inspection for the cannula did not identify any non-conformity. The c-ring was not transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring was found functional and able to retract. No visual defects were observed on the scope wash connector and distal insufflation connector. A visual inspection for the harvesting tool determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. The shaft was seen bent at the center. The harvesting tool was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation could not be conducted because of the bent shaft. We were unable to observe any electrical issues. Based on the instigation and returned condition of the device, the complaint was not confirmed for the reported failure ¿poor quality image¿. But was confirmed for the analyzed failure "bent-wire" and "bent shaft".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no visibility after attaching the dissection tip to the end of the endoscope. Hospital decided to stop using the evh system and used another procedure to remove the vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no visibility after attaching the dissection tip to the end of the endoscope. Hospital decided to stop using the evh system and used another procedure to remove the vein. The hospital did not report any patient effects.